Event description:
It was reported that, "I was demonstrating the use of the revision driver (pn 485511906) to our sales associate when I must have over tightened the revision driver draw rod (pn 485511906b) which resulted in the tip breaking."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: after visual inspection the tip was confirmed to be broken. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the manufacturing. Complaint history analysis: 90 previous records have been received involving 93 units. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. Risk assessment: there was no patient involvement in the reported event a it occurs during a demo. Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft.